Event description:
The customer reported that the sys shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and cleaned and regreased the high voltage connectors. The sys operates as intended.